Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery to below knee artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.